Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'damaged hemogard shield (cap lip)' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced molding defect (short shot). The following information was provided by the initial reporter. The customer stated: this is a report about a damaged tube. According to the customer's report, a dent was found at the lip of the tube and its shape didn't look like a circle. The customer states that this tube was used for testing.